Event description:
It was reported "the peel away sheath broke on removal from the patient on 2 occasions dates as above and 2 different doctors." The sheaths were discarded. All parts of the sheath were removed, and no further medical intervention was required. The patient's current condition is reported as "fine". Associated MDR numbers include:9680794-2024-00865, 9680794-2024-00931, 9680794-2024-00930.

Manufacturer narrative:
(B)(4)

Event description:
It was reported "the peel away sheath broke on removal from the patient on 2 occasions dates as above and 2 different doctors." The sheaths were discarded. All parts of the sheath were removed, and no further medical intervention was required. The patient's current condition is reported as "fine". Associated MDR numbers include:9680794-2024-00865, 9680794-2024-00931, 9680794-2024-00930.

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath for analysis. Signs of use in the form of biological material were observed on the sheath extrusion and tabs. Visual inspection revealed that both sides of the peel-away sheath tore partway down the extrusion, causing the tabs and extrusion to separate from the distal portion of the sheath. Microscopic examination confirmed the damage and revealed that the sheath was torn completely down one score lines. It was additionally noted that the tear at the score lines was ragged, which is not the intended appearance of the score lines once torn. Functional testing could not be performed as a part of this complaint investigation due to the condition of the returned sample. A device history record review was performed, and relevant findings were identified. Five non-conformances for part eb-01051-002 with lot 34c23k0159 and one non-conformance for lot 34c23k0253 were created regarding peel-away sheath defects. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage". The report that a peel-away did not tear correctly was confirmed through complaint investigation of the returned sample. Visual analysis revealed that both sides of the extrusion partially tore, causing the tabs and extrusion to separate from the distal end of the extrusion. The appearance of the torn score lines was also ragged which is not the sheath's intended appearance. Based on the customer report and the sample received, manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.